Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the phaco had a blocked tip and there was corneal burn requiring sutures; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue of a blocked tip cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure a patient experienced a corneal wound burn. In sculpt mode the phacoemulsification tip appeared to be blocked. The tip was removed form the eye and then inserted into a cup of water and cleared with full ultrasound. This process was repeated three times but the tip continued tip be blocked. The handpiece and tip was exchanged, a corneal burn was noted at that time and required wound suturing. The case was completed and a bandage contact lens was applied. The patient has experienced post operative astigmatism with poor refractive outcome.